Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of the ascending colon on a laparoscopic right hemicolectomy with extra-caporal anastomosis, the surgeon fired the stapler across the ascending colon. The stapler did not cut or fire staples, but the jaws of the device locked on tissue. The surgeon had to pry the stapler off the colon. Later, it was reported that the staple line was intact, but the serosa was damaged from prying off the reload from the ascending colon. The surgeon transected an additional small portion of the right colon prior to anastomosis to have better tissue and to provide a more secure staple line to prevent the possibility of a leak post-operative. This resulted to extended surgical time about 20 minutes. A new reload was opened and used to complete the case.